Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - it was reported that the patient was brought to the emergency room 7 days after the implantation because of repeated inappropriate shocks. The device was reprogrammed, turning off the shock function. During the revision, it was noted that the lead had dislocated into the atrium. The patient suffered from atrial fibrillation, which was registered by the dislodged lead as ventricular fibrillation. No further deterioration of the patient's state of health was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications.the analysis did not reveal any sign of a material or manufacturing problem.